Event description:
The procedure was coil embolisation of left middle cerebral artery aneurysm that was not calcified and mildly tortuous. The patient was a female of unknown age. Dob and weight unknown. Access was obtained from the femoral artery. The event happened during the procedure. It was noted that the physician could not detach the 13th coil ((B)(4), complaint product) although pressing the detachment button for several times. The physician firstly replaced an enpower control cable ((B)(4), complaint product) for a new one (lot unknown), but the situation was the same. The procedure was continued using an unspecified competitor's product with the new cable, and was successfully completed without any further issues. Before using the competitor's product, the physician has already opened the package of another deltaplush ((B)(4), same lot with the complaint product). However, it was not used clinically in the patient because he wanted to avoid the risk of detachment failure using the product of the same lot. Afterwards, the procedure was successfully completed without any further issues. The complaint product was safely removed from the patient and there was no patient injury/complications reported. Prior to the complaint product, 12 coils (cashmere total 3, deltaplush total 9, detail unknown) were placed in the aneurysm with no further issues. Four coils (deltaplush, detail unknown) were successfully placed after that. It is unknown if the detachment control box (lot unknown) was replaced or not. The product were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (excelsior sl10/stryke...

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00814 and 2954740-2012-00823. During a left middle cerebral artery (mca) artery aneurysm coil embolization the 13th coil, a 4 mm x 8 cm deltaplush cerecyte microcoil (cpl100408-30/g15813) could not be detached although the detachment button was pressed several times. The enpower control cable (ecb000182-00/10702) was first replaced for a new one (lot unknown); however, the coil still did not detach. The coil system was safely removed from the patient with no patient injury/complications reported. Additionally it was reported that there was no coil stretching or unintended detachment. The procedure was continued using an unspecified competitor's product and was successfully completed without any further issues. Before the use of this next coil competitor's another deltaplush (cpl100408-30/g15813) was opened but not used to avoid the risk of a detachment failure using the product of the same lot. There target vessel had no calcification and mild tortuosity. Pre-deployment electrical check was performed and no issues were noted. An excelsior sl10/stryker microcatheter was used to deliver the coils. Prior to the event 12 coils (cashmere total 3, deltaplush total 9, detail unknown) were placed in the aneurysm with no issues. 4 coils (deltaplush, detail unknown) were successfully placed after that. It is unknown if the detachment control box (lot unknown) was replaced or not. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. The proximal end of the returned deltaplush coil was severely damaged in three sections. The device positioning unit (dpu) passed electrical testing. The detachment fiber melted, but extended above the resistive heating coils socket ring and adhered to the coil's socket ring. The melted detachment fiber also adhered to the coils stretch resistance suture. The most likely root cause of the coils failure to detach was due to the melting detachment fiber adhering to the coil's suture. A possible contributing factor may have been the possible loss of detachment fiber tension causing the fiber to extend above the resistive heating coil's socket ring either through advancement or repositioning. However, the exact circumstances that led to the loss of fiber tension cannot be determined. Without the return of the detachment control box (dcb) and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The other microcoil system from the same lot number from the same procedure that was unused and returned for evaluation passed electrical and functionality testing and detached on the first detachment cycle. The returned connecting cable under passed electrical and functionality testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the report that the device passed pre-deployment testing and the analysis, it is possible that procedural factors device manipulation, interaction with the microcatheter may have contributed to the event. However, no definitive root cause conclusion can be determined. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The proximal end of the coil was returned severely damaged in three sections. The device positioning unit (dpu) passed electrical testing. The detachment fiber melted, but extended above the resistive heating coils socket ring and adhered to the coil's socket ring. The melted detachment fiber also adhered to the coils stretch resistance suture. The most likely root cause of the coils failure to detach was due to the melting detachment fiber adhering to the coil¿s suture. A possible contributing factor may have been the possible loss of detachment fiber tension causing the fiber to extend above the resistive heating coil's socket ring either through advancement or repositioning. However, if this did occur the exact circumstances that led to the loss of fiber tension cannot be determined. In addition, without the return of the detachment control box (dcb) and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Note: the other microcoil system from the same lot number (g15813) that was unused from the same procedure was returned and passed electrical and functionality testing and detached on the first detachment cycle. The returned connecting cable under (B)(4) passed electrical and functionality testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.